Manufacturer narrative:
The second xpert self-expanding transhepatic biliary stent system, part # ex8l6006, lot # 454670 is being reported under the same manufacturing report number. The device is expected to be returned for evaluation. It has not been received.

Event description:
Device malfunction: premature deployment. Time of malfunction: out of package. Symptoms/ae: none. It was reported that during repackaging of two xpert stent devices, the stents were found to be deployed. There was no patient involved. Though requested, no additional information was available.